Event description:
The customer reported that the generator was in continuous activation mode during a procedure. There was no patient injury associated with the incident. The unit was tested at the site and the unit performed satisfactorily.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.